Manufacturer narrative:
(B)(4). Concomitant medical product: biomet cc cruciate tray, catalog #: 141232, lot #: 959570; series a patella, catalog #: 184764, lot #: 081790; vanguard cr femoral, catalog #: 183006, lot #: 7387640. It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a follow-up report will be filed. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11167, 0001825034-2018-11174. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was revised due to ligament laxity, loosening, and implant size too small for patient.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Review of the available records identified the following: patient revised tibial insert and patella secondary to loosening of the patella and laxity of the knee. Components placed and found to be sufficient. The reported event is considered confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right total knee arthroplasty. Subsequently, patient was revised due to ligament laxity and loosening approximately eight (8) years, eleven (11) months post primary implantation. No additional information is available.